Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. No device malfunctions were identified. The cuff was correctly placed and sized initially; the replacement was due to urethral atrophy. A surgical procedure was performed, during which the existing aus was removed and replaced with a new one. No further patient complications were reported.